Event description:
Pt undergoing hip replacement procedure when reamer head (piece of equipment) separated and could not be recovered. Reamer head was left in femur. No damage caused or anticipated by leaving reamer in femur.